Event description:
Caller indicated the relion confirm meter was reading low. Customer had checked his glucose and noticed very low readings so checked every hour yesterday and was only getting readings that were under 50. He would eat to bring sugar up but meter would still read low. He had juice, honey, pie, candy, and sugar to raise his sugar level. He then tested again and was still getting low readings. The last reading was 39 at 6:09pm. He went to ER to check his sugar about 6:30pm and his glucose was 315 from all the sweets he ate. He feels the meter was not reading accurately because he felt his glucose was higher than what the meter was reading. He didn't have any side effects from eating all the sweets. At the hospital he was given IV fluids, waited 3-4 hours and was sent home. He is storing in living room and he is using proper technique. He does not have control solution. He would like a refund.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer did not return product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product gave 'lo' results confirming the complaint. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Product will be sent to the manufacturer for root cause analysis.